Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that, during a cardiac arrest, the driver stalled out. A peripheral line was obtained and treatment was continued. The nursing home patient expired.

Manufacturer narrative:
(B)(4). A review of the certificate of conformance found that the driver passed all acceptance criteria. The device was released in 01/2011 and is approximately 5 years old. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that, during a cardiac arrest, the driver stalled out. A peripheral line was obtained and treatment was continued. The nursing home patient expired.